Manufacturer narrative:
Product ID 37791, lot# unknown; product type recharger product ID 97754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported the patient was recharging for the first time since implant (3 weeks ago) and was not getting any coupling boxes shaded. The patient got 2 boxes for a brief second, but they quickly disappeared. The patient had been trying for an hour. The patient tried moving the antenna around and turning the antenna dial, but it had not resolved the coupling box issue. The implantable neurostimulator (ins) battery icon was blinking like it was charging. The patient followed up with the health care provider (hcp) on 2014 (B)(6) and when they turned the ins on, and they had trouble getting more than 2 boxes shaded at that time. The patient performed an antenna locate (al) and received a value of 72, but once the patient pushed the start charge key, the patient saw a poor communication screen. The al was performed again, with the same result when attempting to charge. No patient symptoms were reported. The recharger (insr) antenna was damaged. The device was not returned. C500. Later, the patient was reported to have continued to be unable to get any coupling boxes shaded while charging, which may have been a depth of implant issue. The patient then underwent a pocket revision due to the inability to recharge the device. The ins was moved from the patient¿s left side to the right side. Impedance testing showed that all of the electrodes were within the normal range and after placing a recharger over the new pocket in a sterile fashion, 8 out of 8 coupling boxes were shaded on the recharger screen. After the revision the patient was noted to have been receiving effective therapy.